Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating room for lead replacement procedure. During interrogation, the pulse generator exhibited backup vvi operation. After a device download, normal function resumed. The patient's condition was good.